Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working. The customer informed that the biometric identifier required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer fse confirmed that the biometric identifier was not working. The fse worked with the customer over the phone and instructed them to power the station off and back on. Then, the customer was login and tested the station successfully. The system functioned as intended after the field service engineer assessed the device.